Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no kinks along the entire length of the shaft. An examination of the crimped stent identified that the mid to distal end of the stent was stretched and pulled distally along the balloon. As a result the stretched distal end of the stent was positioned out over the tip of the catheter. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. After removing the 3.00x38mm promus element¿ plus stent from the protective sheath, the physician then removed the cover of the stent when it was noted that the distal part of the stent was stretched. The procedure was completed with a different device. No patient complications were reported and the patients condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. After removing the 3.00x38mm promus element plus stent from the protective sheath, the physician then removed the cover of the stent when it was noted that the distal part of the stent was stretched. The procedure was completed with a different device. No patient complications were reported and the patients condition is good.